Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photographs were returned to depuy synthes for evaluation. Visual analysis of the photographs found that the photograph showed the guide sleeve, buttress/compression nut and aiming arm assembled. The photograph shows the top of the guide sleeve on the insertion end. No damage or issue is visible in the photographs . The photograph shows significant damage on the distal end of the guide sleeve that would contact the lateral cortex. The end of the guide sleeve is flattened, the edge is rolled over and the bottom edge is bent inward. This is consistent with the end of the guide sleeve being impacted by another instrument. Based on the reported condition noting the 3 instruments could not be separated, the damage is most likely from attempts to separate the instruments using a hammer. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection could not be completed. A document/specification review was not completed as it was not related to the reported issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the guide sleeve as the damage noted would indicate significant attempts to separate the instruments. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. Therapy dates: (B)(6) 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: this is report 5 of 6 for complaint.

Event description:
This is report 5 of 6 for complaint.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023 that during surgery, the triple set of sheath, guide, and trocar is used for spiral blade placement. The guide of 3.2 is passed, it is measured, it passes the side cortical drill which is with evident wear on its edges and proceeded to pass the spiral blade through the sheath. The impactor does not enter the sheath well and the specialist has to hammer hard to be able to enter and pass the blade through the sheath and then over the bone. When removing the device to perform the distal lock on the directional arm since it is a short nail, it is not possible to remove it, the impactor did not come out and the specialist manages to remove it from the sheath with hammer blows. Subsequently the sheath and compression support nut are locked in the directional arm and cannot be removed. Several maneuvers are attempted to remove the sheath but this is not possible. In one of these maneuvers, the proximal part of the 4.2 long drill bit is broken. After trying without results, the entire arm is removed, the doctor decides to perform distal block by freehand, where the tip of the short drill bit of 4.2 splits, being left inside the patient. Additionally, another doctor enters the operating room and the specialist tells him about the situation, he puts on sterile gloves and manipulates the directional arm and the sheath trying to remove it to perform the distal block, hammers the sheath at the tip part and the sheath bends. The doctor is respectfully told not do that, that he will end up further damaging the equipment and the doctor retreated to one side and left the instruments. The specialist, despite what happened, manages calmly during the surgery but leaves in evidence the annoyance for the failures of the equipment, recognizing that it was mistake of the equipment, not human, since he knows the instruments and has already placed the nail on several occasions. This report is for one (1)guide sleeve yell this is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.